Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was not impacted. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was not performed.